Event description:
It was reported that the pacing lead impedance (pli) of the right atrial (ra) lead of this cardiac resynchronization therapy pacemaker (crt-p) system had increased sharply then stabilized. Technical services (ts) analyzed device episode data and observed that there was a spike in pli from approximately 300 ohms up to 1070 ohms. It was noted that there were decreases to below 200 ohms, which was out-of-range, throughout the past year along with atrial tachy response (atr) episodes with oversensing of non-physiological noise. It was also noted that there was false positive signal artifact monitoring (sam) episode. Ts recommended isometric testing and evaluation of lead, which was a non-boston scientific product. No additional adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the reported clinical observations for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacing lead impedance (pli) of the right atrial (ra) lead of this cardiac resynchronization therapy pacemaker (crt-p) system had increased sharply then stabilized. Technical services (ts) analyzed device episode data and observed that there was a spike in pli from approximately 300 ohms up to 1070 ohms. It was noted that there were decreases to below 200 ohms, which was out-of-range, throughout the past year along with atrial tachy response (atr) episodes with oversensing of non-physiological noise. It was also noted that there was false positive signal artifact monitoring (sam) episode. Ts recommended isometric testing and evaluation of lead, which was a non-boston scientific product. No additional adverse patient effects were reported. Currently, this crt-p system remains in service.